Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient reported that their retainers do not fit properly, they are extremely painful and uncomfortable. The right side is sharp and cuts into their jaw, tongue and cheeks. Patient had ordered retainers on their own, the retainers should not have been ordered yet. Patient is to hold in u/l 15 aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.